Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 43 mg/dl. The customer stated that her blood glucose went low and she pulled over the side of the road. The customer was taken to the hospital by the ambulance and treated with insulin drip. Troubleshooting was performed. The programming was correct. Ran a displacement test and passed. The reservoir volume matched the units left in the status screen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.